Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure shaft fracture occurred. The lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 3.50x20mm taxus express2 paclitaxel-eluting coronary stent was used to cross the lesion and failed. The physician then used a cutting balloon and attempted to cross with the same taxus stent again and the shaft bent. The physician removed it and tried to straighten the bend out and it snapped in half outside the patient's body. The entire device was removed without incident. The procedure was completed with a new 3.5x20 taxus express2. The patient status is listed as fine with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.